Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had physical therapy for their lower back pain and had transcutaneous electrical nerve stimulation (tens) on their lower back. Patient said they were going to call their doctor because they think they have a urinary tract infection (uti) because for the last probably 3 days they had been urinating frequently. Patient said they had used the tens last tuesday and friday and it was over the weekend that they started having urinary frequency symptoms so they were wondering if the tens had caused a change to their interstim device. Agent reviewed tens guidelines with patient. Patient said they would ask their hcp about the possible uti. Patient didn't have the external equipment with them during call.